Event description:
This complaint is now reportable based upon analysis completed on 12/11/2008. It was reported that during a coronary artery stenting procedure, there was difficulty crossing the lesion. However, the investigation revealed that stent mitigation occurred. The lesion being treated was located in a moderately tortuous, 90% stenosed, calcified portion of the mid right coronary artery ( mid rca). The physician attempted to place a taxus express2 3.5x16mm stent, but it did not cross the lesion due to severe calcification. The procedure was completed with another of the same device. There were no complications and the patient's condition is stated as "good".

Manufacturer narrative:
The manufacturing records for top assembly batch were reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. Product analysis cannot confirm the difficulty stated in the complaint. The stent was visually, tactilely and microscopically examined along the entire length and no defects or anomalies were found on the distal tip and stent but found that the stent had slightly moved distally of the proximal markerband. It was not possible to determine how or when the stent moved on the balloon. Therefore, the most probable root cause for this event will be considered operational context.